Manufacturer narrative:
Product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the serial number of the catheter could not be verified, and the catheter implant date was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 1752,4 myg/ml at a dose of ¿480,4 myg/ml¿ and morphine 1237,8 myg/ml at a dose of ¿339,3 myg/ml¿ via an implantable pump. The indication for use was not reported. It was reported that there was an unknown pump and catheter problem. Underdosing occurred. The pump and catheter were replaced. The catheter was thrown away after surgery, and the pump would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. The hcp wanted to know if a low dose could cause a catheter occlusion or if the pump could have occlusion in the port. The pump implant date was unknown. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.